Manufacturer narrative:
Additional information was requested for device details including model/serial number, implant date, and manufacturing information, and health care provider details. This investigation will be updated when further information becomes available.

Event description:
It was reported that this implantable device was operating in safety mode, which permanently limits device function. Though this patient is pacing dependent, the patient has elected not to undergo device replacement. Risks of not proceeding with replacement were thoroughly discussed between the patient and physician. No adverse patient effects were reported.